Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right anterior tibial artery. This 1.5mm x 20mm x 143cm coyote es mr balloon catheter was selected and ruptured upon the 3rd inflation at 6atms. The coyote es was removed from the patient intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).